Manufacturer narrative:
Root cause: when placed at an angle that is deviated from the k-wire angle, excessive friction can be applied to the drill bit, causing it to break. The physician's technique is important to prevent this from happening. It should be noted that initially this event was determined to be not reportable. Upon re-review, it was decided that this should be reported.

Event description:
When drilling over k-wire, drill bit became stuck onto the wire and both came out of the site together. We took a/p and lateral x-rays and discovered the broken distal tip of drill bit found in the facet joint on the right side of l4-l5 on x-ray after bone lok implant was inserted and compressed. Surgeon completed laminectomy and decided to leave implant/drill bit piece as-is.